Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of battery out limit alarm. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred after battery change. The customer received multiple batteries out limit alarms. The customer stated that the alarm reoccurred in less than 1 minute. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display. Problem isolated to interface board. Unable to performed functional test due to blank display anomaly. Unable to verify battery out limit due to blank display anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.